Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-product analysis:the device was returned and evaluated by product analysis on 12/07/2015 with the following findings:the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. A manually canceled bolus was observed in the black box. A meter was not returned with the pump; a test pump paired successfully with the pump. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. A bolus programmed from the test meter was successfully delivered. All deliveries were accurately recorded in the pump¿s history. No keypad response issues were observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging the pump emitted multiple cancelled-bolus alarms. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.